Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Investigation of returned suspect device confirmed the reported problem. The generator is not ready. The board failed bench test, no 15 vdc present at tp 7 and no 110 vac present at tp 24. The standalone and xrelay service kit was replaced. A full imaging system check-out was completed following repairs and part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported the imaging system is displayed a message stating the generator is not ready. There was no patient present when this issue was identified. No additional information was provided.